Event description:
It was reported that due to the device failure, the procedure was cancelled after the patient had been sedated. A procedure was being performed using a rotapro console kit for treatment. The patient was prepped and sedated, and the physician was preparing the rotapro console. When testing, the system was noted to stall with no error codes present. Upon further investigation, the physician noted that there was no air flowing through the unit. Troubleshooting was attempted by re-checking and re-plugging in all connections, but the device would still continue to stall. Because of this, the procedure was unable to be completed at this time and was cancelled. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro console was returned for investigation. A visual inspection of the rotapro console showed no signs of cosmetic/physical damage. After conducting rota-pro final testing, the device was able to complete and pass the functional test. The complaint was not able to be confirmed, as the device operated as expected.

Event description:
It was reported that due to the device failure, the procedure was cancelled after the patient had been sedated. A procedure was being performed using a rotapro console kit for treatment. The patient was prepped and sedated, and the physician was preparing the rotapro console. When testing, the system was noted to stall with no error codes present. Upon further investigation, the physician noted that there was no air flowing through the unit. Troubleshooting was attempted by re-checking and re-plugging in all connections, but the device would still continue to stall. Because of this, the procedure was unable to be completed at this time and was cancelled. No patient complications resulted due to this event.